Event description:
Event description cpi received information that this endotak down-sized plus lead (0125) was removed from service because the lead (0125) snapped off directly behind the sensing conector. Noted, there was also insulation damage. A new (0125) lead was implanted.